Event description:
This is to report a packaging issue. Patient to have a lymphocele drained. The pigtail catheter was placed and medical grade ethanol was instilled to sclerose the area. Patient was repositioned several times to distribute the ethanol. When the catheter was removed, the tip was broken off; 2-3 cm of the tip was embedded in the patient. The tip could not be retrieved. When the package was examined it was noted that there was a warning that the catheter should not be used with alcohol. We recommend that the warning be printed in larger letters, possibly in a different color in order to be more easily detected by the user.